Event description:
It was reported that the 9800 system locks up after the collimator closes down. Reboot required to restore function. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system lockup failure could not be duplicated, however, found the wiring to the collimator in need of repair. Repaired wiring. As a proactive measure to the system lockup issue, replaced the single board computer (sbc). The system was tested and found to be working as intended and placed back into service.